Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) received a non-sustained right ventricular over-sensing (nsrvo) alert due to post paced t-wave over-sensing (pptwos). No changes were made. Further information was requested but not received.